Event description:
The customer reported that the system would not recall images and it appears that they were not stored on the disk. However, the device is working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The images were cleared from the hard disk drive. The system was tested and found to be working as intended and put back into service.